Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: by-pass under coelio. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: I hereby confirm that today, tuesday 05 december, I am reporting two undesirable events that occurred when using the clips-5mm applicator - epix universal reference ca500: lot number 1490284. Date of incident: (B)(6) 2023. Description of facts : intervention of 1st 12. Cholecystectomy under coelio. The clips only came out of the forceps after 3 or 4 actions of the handle. Operation on 05 12. By-pass under coelio. The clips only come out of the forceps after 3 or 4 actions of the handle immediate action taken: several attempts then change of clamp. Consequences: interventions delayed. I can confirm that there have been no complications on the patient's side. Additional information received from applied medical representative via complaint form: by pass. The clips only come out of the device after 3 or 4 actions of the handle. Additional information received from applied medical representative via email on 11dec23: the trigger could be moved as normal. A clip seated properly into the jaws. Patient status: no clinical impact to the patient. Intervention: several tests then change the device.

Event description:
Procedure performed: by-pass under coelio. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: I hereby confirm that today, tuesday 05 december, I am reporting two undesirable events that occurred when using the clips-5mm applicator - epix universal reference (B)(4): lot number 1490284. Date of incident: (B)(6) 2023. Description of facts : intervention of 1st 12. Cholecystectomy under coelio. The clips only came out of the forceps after 3 or 4 actions of the handle. Operation on (B)(6). By-pass under coelio. The clips only come out of the forceps after 3 or 4 actions of the handle. Immediate action taken: several attempts then change of clamp. Consequences: interventions delayed. I can confirm that there have been no complications on the patient's side. Additional information received from applied medical representative via complaint form: by pass. The clips only come out of the device after 3 or 4 actions of the handle. Additional information received from applied medical representative via email on 11dec23: the trigger could be moved as normal. A clip seated properly into the jaws. Patient status: no clinical impact to the patient. Intervention: several tests then change the device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.